Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, after pulmonary vein isolation, when trying to remove the lasso catheter from the sheath (sl0 manufactured by sjm), the catheter got stuck at the tip of the sheath and could not be removed. The catheter was removed with sheath from the patient¿s body without any problem. After the procedure, when the physician tried to remove the catheter from the sheath, the electrode of the catheter was peeled off. The procedure was completed without patient's consequence.